Manufacturer narrative:
(B)(4). Two segments of the lead were returned for analysis, 38 centimeters (cm) from the tip and 8 cm from the terminal pin. Visual inspection of the lead revealed possible calcium on the tip. An x-ray of the lead segments noted no anomalies. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the reported oversensing.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition. At routine device change out, the lead was explanted and replaced. No additional adverse patient effects were reported.